Event description:
Patient begin experiencing viral meningitis symptoms including fever in july 2005. Viral meningitis was documented 4 times with lumbar puncture. A culture of the cerebrospinal fluid was done. The results were not reported. The device system was explanted in 2005. The infection resolved. The patient had drug withdrawal symptoms including mild shaking that was treated with clonidine and oxycontin.

Event description:
The hcp reported the pt has had viral meningitis four times recently. The hcp plans on explanting the catheter. A follow up report will be sent when additional information is received.